Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
It was identified that during a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a thrombus occurred. This was identified during an optical coherence tomography image review following the procedure. The procedure was completed with no adverse events reported.

Manufacturer narrative:
Per physician review, this observation of thrombus was not associated with any adverse event to the patient and was a subclinical finding associated with the intravascular imaging core lab analysis required as part of a clinical trial. Based on this review, this event no longer meets the definition of a reportable serious injury. Csi ID (B)(4).

Event description:
The observed thrombus was located at proximal reference vessel, distal reference vessel and at stent. No thrombus was observed on angiography.